Event description:
Consumer alleges the heating pad overheated and caused blisters on skin.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.